Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl. Customer was treated with manual injection. Customer reported that the blood glucose level was over 500 after detached cannula. Customer state they unable to troubleshoot. The product will not be returned for analysis.